Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. The package insert for this device lists pain as a potential adverse effect. Complaint history search shows no other reports of any nature received for this lot number. Compatibility of the utilized implant construct was reviewed with no issues noted. A definitive root cause cannot be determined with the information provided. The device history records were reviewed, and indicate the device was manufactured, inspected, and packaged to specifications. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to knee pain.